Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an out of range pace impedance measurement was recorded on the right ventricular (rv) lead from another manufacturer. Based on the lead trends there were a few spikes before this, thus it is likely that the impedance measurement was greater than 2000 ohms. This appears to be spring contact related. No noise has been present. Troubleshooting options were suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that an out of range pace impedance measurement was recorded on the right ventricular (rv) lead from another manufacturer. Based on the lead trends there were a few spikes before this, thus it is likely that the impedance measurement was greater than 2000 ohms. This appears to be spring contact related. No noise has been present. Troubleshooting options were suggested. Further information was received that this device was explanted and replaced due to therapy upgrade and the rv non boston scientific lead was surgically abandoned. No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.